Manufacturer narrative:
The connex spot monitors (csm) are intended to be used by clinicians and medically qualified personnel for monitoring of non-invasive blood pressure, pulse rate, non-invasive functional oxygen saturation of arteriolar haemoglobin (spo2), and body temperature in normal and axillary modes of neonatal, paediatric and adult patients. The most likely locations for patients to be monitored are general medical or surgical floors and general hospital and alternate care environments. The csm device was returned to welch allyn for investigation. The evaluation and investigation indicated that the root cause was an internal failure of the lithium ion battery made by (B)(4). This failure caused a thermal runaway of the lithium ion battery that eventually resulted in a fire. Further root cause analysis of the battery pack will be completed by the battery manufacturer, (B)(4). Further testing of the csm device indicated that the csm was functioning as intended during the events that lead to the eventual failure. Log files from the device indicated the device provided three "battery critically low" notifications to the user prior to the battery failure. The device then performed a controlled shutdown due to the low battery voltage level, indicating the device was operating as designed. Automated test equipment (ate) testing was performed on the csm device and the csm printed circuit board assembly (pcba) and both passed accordingly. Welch allyn has notified the battery manufacturer of the event and has issued a corrective action request to the supplier. This is the first occurrence of this failure. Welch allyn will continue to monitor complaint trends for this type of alleged malfunction.

Event description:
Welch allyn received a report from the account stating the csm device caught fire while the device was charging and not in use. The device was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).